Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/29/2019. Additional information : concomitant medical products and device evaluated by MFR. Additional evaluation summary: an empty opened foil and a folder with a detached needle and a undispensed suture of product code z347, lot mek771 were returned for analysis. During the inspection visual of the sample, the suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the tensile strength force was above the minimum requirement. In addition, the needle was examined, and the swage and attachment area were not as expected; since the needle was split and broken on the swage area. This condition causes that not central to the needle thread. Needle crack barrel defect was observed. A fracture was observed at the suture attachment of the needle. The needle exhibited amounts of intergranular failure., which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: the possible lot provided mek711 corresponds to a different product code pdp925. Can you clarify the lot number of the device used as reported product code z347? Not able to confirm the correct device code. The product had already been shipped for evaluation. Details can be confirmed on receipt of the device at the analysis site.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The possible lot provided mek711 correspondis to a different product code pdp925. Can you clarify the lot number of the device used as reported product code z347?

Event description:
It was reported that the patient underwent a whipple procedure on (B)(6) 2019 and suture was used. The suture broke from the needle near the swage. The hospital staff opined that very gentle pressure is used during these cases with the needle holder so it is not thought to have been caused during the needle arming process. The procedure was completed successfully with no delay in the procedure. There were no adverse consequences to the patient.